Manufacturer narrative:
Title: european journal of obstetrics & gynecology and reproductive biology: long-term outcomes for different vaginal cuff closure techniques in robotic-assisted laparoscopic hysterectomy: a randomized controlled trial source: 0301-2115/© 2016 published by elsevier ireland ltd. 210 (2017) 7¿12. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed october 2010¿april 2012, postoperative from robotic-assisted laparoscopic hysterectomy via vaginal cuff closure technique, there were 5 cases of bleeding, 3 cases of readmission, 1 case of urinary retention and 1 case of infection at short-term follow-up. At 1-year follow-up, there were 6 cases of vaginal bleeding, 4 cases of vaginal discharge or infection and 2 cases of dyspareunia.